Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius mexico that a 2008k2 machine had an ultrafiltration failure. There was patient involvement, however, no patient harm was reported. The patient was able to complete treatment on another machine with the same disposables. Upon follow-up, it was stated that it was unknown how long into treatment the ultrafiltration (uf) issue occurred. The representative stated there was an uncalibrated ultrafiltration pump, which is why the machine did not ultrafiltrate what was programmed, suctions in the ultrafiltration pump were calibrated, leaving them in the correct ultrafiltration parameters, a test and rinse were carried out correctly and without errors. Operational tests were carried out and determined the equipment was working correctly. Heat damage was noted and the arterial drip chamber was changed due to wear to resolve the issue. The machine has been placed back in service. The implicated sample was discarded and was no longer available to be returned for evaluation. No photos were available to be provided. Adela confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. No additional information was available to be provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Heat damage was noted but specifications were not provided. As stated, no photos were available to be provided therefore heat damage can not be confirmed. The component was not returned; a physical investigation was not performed. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A customer reported to fresenius mexico that a 2008k2 machine had an ultrafiltration failure. There was patient involvement, however, no patient harm was reported. The patient was able to complete treatment on another machine with the same disposables. Upon follow-up, it was stated that it was unknown how long into treatment the ultrafiltration (uf) issue occurred. The representative stated there was an uncalibrated ultrafiltration pump, which is why the machine did not ultrafiltrate what was programmed, suctions in the ultrafiltration pump were calibrated, leaving them in the correct ultrafiltration parameters, a test and rinse were carried out correctly and without errors. Operational tests were carried out and determined the equipment was working correctly. Heat damage was noted and the arterial drip chamber was changed due to wear to resolve the issue. The machine has been placed back in service. The implicated sample was discarded and was no longer available to be returned for evaluation. No photos were available to be provided. Adela confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. No additional information was available to be provided.